Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arcticgel pad gave low flow, and the pad needed to be changed.

Manufacturer narrative:
The reported issue (it was reported that the arcticgel pad gave low flow. They needed to change the pad.) Was confirmed. During visual evaluation the medium arcticgel cooling kit was visually inspected. The left chest, right chest, and right thigh pads were found to have the energy connectors damaged (curved in), the left thigh pad connector was found free of damage. All the pads were found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the manifold connector. The foams were found free of damages, tears, or perforations. The seal between the manifold connector and pad was found completely sealed, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. According to the test method, the flow rate was found to be unacceptable for the right thigh pad (the flow rate was inconsistent due to the connector being damaged). On the rest of the returned pads the flow rate were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the arcticgel pad gave low flow, and the pad needed to be changed.